Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached 597 mg/dl. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.